Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged battery charging malfunction was verified. The alleged battery depletion malfunction could not be evaluated due to recessed usb pins.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump could not be charged despite the attempt of multiple power adapters. In addition, the customer reported the battery gauge dropped from 35% to 5% then jumped up to 100%. The customer¿s blood glucose was 89 (mg/dl). Reportedly the customer had manual injections as alternate insulin therapy.